Event description:
It is reported that while using a reusable surgical tool, a countersink reamer 6.5mm diameter, to prepare an orthopedic screw hole in bone, a segment of the tip of the reamer was broken off. It was not recognized as broken at the time and the tip of the reamer is believed remaining within the patient at the surgical site. No patient health issues have been reported. The tool lot number has not yet been identified. The tool has been recovered for examination. The tool material is not qualified/validated as implant grade, therefore this is a report of an unanticipated foreign body possibly remaining implanted. The tool is a class 1 surgical instrument without 510k number associated. (B)(4).